Event description:
During the insertion of an epidural catheter in a laboring pt on (B)(6) 2010, resistance was encountered. The catheter was withdrawn and upon withdrawal, it was noted to be uncoiling. After removal of the catheter, it was realized that the tip of the epidural catheter - approximately 1 mm- was missing. It was concluded that it was retained within the pt. Full disclosure was made by the anesthesia attending and the pt evidence no sequelae from the occurrence.